Manufacturer narrative:
Citation: jihad hamudi. Transoesophageal echocardiography guided emergency valve-in-valve transcatheter aortic valve implantation. European heart journal - cardiovascular imaging. 2018 march 28; 1. Doi: 10.1093/ehjci/jey055 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) year-old female patient who underwent implant of a medtronic freestyle (serial number not provided). Six years following the valve implant, transesophageal echocardiogram (tee) revealed acute severe aortic regurgitation due to a bioprosthesis leaflet tear. A transcatheter aortic valve was implanted valve-in-valve. No additional adverse patient effects were reported.